Manufacturer narrative:
(B)(4). D10: 32 mm mod head cocr std neck, item: 163669, lot: 64866328. G2: foreign; australia. The product was requested but was not returned by the hospital; therefore, it will not be sent to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision due to unknown reasons. During the procedure, it was noted that the head and liner were revised. Due diligence is in progress for this complaint; to date no additional information or product has been received.